Event description:
It was reported that the blade broke during a procedure. There was a minor delay of approximately two minutes to replace the blade, but the procedure was completed without further incident. There were no fragments and there was no patient impact or injury.

Manufacturer narrative:
(B)(4).the device has been returned to the manufacturer and product evaluation is currently underway. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2012. Analysis from engineering -the sample was returned with original inner pouch and labeling identifying it as item #1884006hr, from lot #h8076975. The outer blade was slightly extended from the outer tube. Visual examination confirmed that the spiral wrap was broken at the first wrap of the outer blade just below the cutting edge. There were no separated pieces; the tip did become completely detached. The hub was further examined under magnification, and it was noted that two of the chevrons were slightly worn at the tips. This is indicative of improper loading in that the blade was not fully seated initially, and the blade was activated. It is most likely that the blade was not used to cut bone while in this position, and it is not known if this temporary misplacement contributed to the spiral wrap failure. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. The wrap derives its strength from the interlocking nature of the spiral/dovetail notches which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose its tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur. The complaint is confirmed for spiral wrap failure. The root cause is most likely the result of excess force (pulling) while cutting hard bone with the improper loading of the device being a strong contributing factor. Device description - the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to blade or bur may cause it to fracture. Should a blade or bur fracture occur during used, extreme care must be exercised to ensure that all fragments of the blade or bur are retrieved and removed from the patient. Blade or bur fragments that are not removed may cause tissue damage to the patient.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.